Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010; inratio: 5.6; lab: 3.4; inratio: 1.5; lab: 3.4; inratio: 4.4; lab: 3.4. Caller also alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2010; inr: 5.6; 1.5; 4.4.

Manufacturer narrative:
Investigation pending.